Event description:
The duett was deployed following a diagnostic procedure, via 6 fr sheath in the right common femoral artery. Following the deployment the pt experienced abdominal pain, and a CT scan confirmed a retroperitoneal bleed. Treatment consisted of compression and was successful. The event was resolved with no further complications.